Event description:
It was reported during insertion, the physician experienced difficulty to shift back the guide wire into the straightener of the advancer. Afterwards, the wire hooked inside the raulerson syringe. Once the wire was removed, they noticed the j-tip of the wire was bent. The physician was able to insert the wire through the syringe but with difficulty and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Evaluation: the report was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. The device history records for the swg, ars and introducer needle were reviewed with no findings relevant to this complaint. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of swg difficulty and bending when inserted through the ars could not be determined based upon the information provided and without a sample.